Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge into pump, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support, was guided through filling and loading new cartridge using proper technique, and issue was resolved when second cartridge was successfully loaded and insulin delivery was resumed.